Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead and the lead was damaged at implant.

Event description:
It was reported that after repositioning the lead numerous times a good r-wave value could not be obtained. The lead was not implanted. No patient complications have been reported as a result of this event.